Manufacturer narrative:
This report is submitted on february 28, 2024.

Event description:
Per the clinic, open circuits were noted on 4 electrodes. The device was explanted on (B)(6) 2024, and was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 04, 2024.